Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the therapy had never really helped their symptoms since they got it on (B)(6) 2022. The patient then stated that it actually did work pretty well for their symptoms for the first 6 months but then it didn't help as much. The patient stated that it helped a little up until this past fall of 2023 and that they thought the device had stopped working completely. The patient stated they didn't know if it was "disconnected" and that "maybe something had gotten loose." They felt that something was "terribly wrong with the device." The patient stated their initial implanting health care provider (hcp) was no longer in the area and that they were working with another hcp. The patient stated they had the number for a manufacturer representative (rep) with whom they left a message for about their issue but that the rep had never returned their call and they ended up meeting with another rep at the hcp office who then added additional programs. The patient stated initially they only had one program and that the rep had added the 7 for them. The patient stated they have worked their way through all 7 programs and initially they felt the stimulation (the "sparking,") but they continued to increase the stimulation and it got to the point where they no longer felt the stimulation on any settings and that they couldn't increase past 4.5 ma on any program because the program would just shut down. The patient stated they did not see a "maximum settings" screen, and that the phone/app didn't crash, that the program would just "close out" and they'd have to start over. Patient services was uncertain what the patient was describing. The patient stated when they met with the rep in the fall, though they were told initially that the ins should last 7 years, the rep had told them with the stimulation levels they were using the ins probably had another year and a half left on it. The patient stated that shortly after seeing the rep in the fall was when the ins stopped working entirely and stated "who knows, maybe it is dead." Patient services reviewed with the patient if they were still connecting to their settings the ins battery would not yet be dead and the patient state "oh yes. That's right. I can still connect so never mind, it's not dead, but what is wrong with it?" The patient denied having had any falls or traumas that would have led to the event. The patient was advised that the hcp could do another battery longevity calculation for the patient and do imaging and impedance checks for the patient. Patient services even brought up the potential for a possible reprogramming session but advised the patient to continue to work with their hcp about their concerns and that would also be the best way to continue getting input from a rep because the hcp could page one to be at their appointment. The patient stated the hcp was going to try to replace the ins but that the request was 'denied' by their insurance. The patient stated they were willing to do anything to avoid having to have another surgery and wanted to know what was wrong with the implanted system. The patient stated they would continue working with their hcp. Documented reported event. No further action was taken by patient services. Please note the patient was difficult to follow and patient services did their best to collect the reported information.